Event description:
During troubleshooting for an unrelated alarm on the homechoice device, it was reported that the patient line of the cassette was not properly primed prior to the patient being connected for therapy. The error was noted during the initial drain cycle of therapy. It was further clarified that the patient line clamp had been closed during the priming phase of therapy. The technical services representative assisted the caregiver with ending therapy. Proper procedures were reviewed and the caregiver started therapy over using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who connected to the patient line prior to the line being properly primed for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.